Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A field service engineer (fse) reached out to the customer to investigate. However, the customer resolved the issue. The system functioned as intended after customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.2 pocket b5 was sluggish to open which was triggering failed storage space. Multiple recovery attempts were required, and the issue repeatedly reoccurred. User were unable to retrieve the medication, requested tubing of the dose. However, there were no delay to patient care and adverse events or injuries reported based on this incident.